Event description:
It was reported to philips that the tube alignment issue after x-ray tube replacement caused image cutoffs on a azurion 7 b20. The clinical use of the system was in use. There was no reported patient or user harm.

Manufacturer narrative:
Philips service performed tube alignment calibration and returned the system to use. This report was submitted in agreement with FDA for the retrospective reporting commitment (reference: (B)(4)).